Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the valve broke in half. It was stated that no causes or external factors were identified that may have led to the valve breaking.

Manufacturer narrative:
The returned valve was patent. The valve met requirements for the siphon, reflux, pressure flow, and preimplantation testing. However, the valve did not meet the requirements for leak testing due to a tear in the top of the delta chamber. It is unknown how or when this damage occurred. The IFU caution that ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting, or crushing of components.¿ the IFU also caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance. There was proteinaceous debris observed within the interior and exterior of the valve. All valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the valve broke at the delta chamber during implant. The valve was replaced and there was no injury to the patient.